Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of abdominal aortic aneurysm. The vessels had moderate to severe calcification, severe tortuosity, and aortic neck angulation was 10 degrees. It was reported that the first bifurcated device was inserted into the right femoral artery; however, it could not be advanced past the proximal common iliac artery. It was removed from the pt and there were two kinks noted on the delivery system. A second bifurcated device was inserted from the left femoral artery and it also could not be advanced past the mid portion of the aorta. The device was removed from the patient and there was a kink on the delivery system (see MFR #2953200-2010-00560). The decision was made to bring the pt back at a later date for open repair. The delivery system was discarded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4).: eval, results: other: device was discarded - unable to follow-up. Calcified and tortuous vessels. Conclusion: calcified and tortuous vessels.